Manufacturer narrative:
Article website: http://www.ajnr.org/content/35/5/948.long the lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Another serious adverse event from the same article was reported in MDR# 2029214-2015-00913.

Event description:
Medtronic (covidien) received information that one patient experienced an aneurysm rupture post pipeline embolization device (ped) therapy causing carotid cavernous fistula (ccf). The patient presented with cn vi palsy and was found to have a cavernous sinus aneurysm. The patient was treated with a ped. Immediately after the procedure, the patient experienced an aneurysm ruptured that caused ccf. The ccf was treated two months later by transvenous coiling. At six months post procedure, the patient had a complete occlusion of aneurysm and ccf. The authors stated this patient was excluded from occlusion analysis due to the additional coiling treatment. In this article, the authors reported rates of occlusion and treatment-related data in 44 patients with cavernous sinus aneurysms treated with flow diversion (ped and other flow diversion devices). Citation: r.c. Puffera, m. Pianoc, g. Lanzino, et al. Treatment of cavernous sinus aneurysms with flow diversion: results in 44 patients. Ajnr am j neuroradiol. 2014 may;35(5):948-51. Doi: 10.3174/ajnr.a3826.